Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer also reported that the wake button would not turn the pump on. After plugging the pump into a power source for approximately 2 minutes, the pump turned on. Customer's blood glucose was 150 mg/dl.